Event description:
The event happened during vrd deployment. Initially, an unspecified prowler select plus(catalogue and type unknown) was correctly placed across the target aneurysm neck. Then the physician was pulling back the microcatheter in order to place the vrd(enc452200/10293168, complaint product). However, during that time, it was reported that the distal portion of the vrd somehow fell down into the aneurysm. Thus, he advanced the microcatheter distally and recaptured the vrd system once. And then, he pulled back the microcatheter to deploy the vrd but its distal portion fell down into the aneurysm again. The physician concerned that the stable position of the vrd could not be maintained in the parent vessel. Therefore the vrd was safely removed from the patient and was replaced for a new one (enc452212, lot unknown). The replaced vrd was successfully deployed along the target aneurysm with no further issues. Afterwards, several coils(brand name and size all unknown) were placed in the target aneurysm and the procedure was successfully completed without any further issues. No patient injury/complications were reported. The procedure was coil embolisation assisted with the vrd for right internal carotid-posterior communicating artery aneurysm that was mildly calcified and mildly tortuous.

Manufacturer narrative:
The devices utilized during the procedure, unspecified sheath introducer 7fr 25cm/medikit, unspecified guiding catheter 7fr 95cm(type mp)/medikit, chikai 14/asahi intecc, prowler select plus(catalogue and lot unknown), headway(type unknown)/terumo, hyperform(4mm/7mm)/covidien japan, unspecified y-connector/terumo. No information regarding the implanted coils were provided. During the procedure, jailed technique and trans-cell technique were utilized. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available and procedural images are not available. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10293168. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The event happened during vrd deployment. Initially, an unspecified prowler select plus microcatheter (catalogue and type unknown) was correctly placed across the target aneurysm neck. Then the physician was pulling back the microcatheter in order to place the vrd (enc452200/10293168, complaint product). However, during that time, it was reported that the distal portion of the vrd somehow fell down into the aneurysm. Thus, he advanced the microcatheter distally and recaptured the vrd system once. And then, he pulled back the microcatheter to deploy the vrd but its distal portion fell down into the aneurysm again. The physician concerned that the stable position of the vrd could not be maintained in the parent vessel. Therefore the vrd was safely removed from the patient and was replaced for a new one (enc452212, lot unknown). The replaced vrd was successfully deployed along the target aneurysm with no further issues. Afterwards, several coils (brand name and size all unknown) were placed in the target aneurysm and the procedure was successfully completed without any further issues. No patient injury/complications were reported. The procedure was coil embolization assisted with the vrd for right internal carotid-posterior communicating artery aneurysm that was mildly calcified and mildly tortuous. The unruptured saccular aneurysm neck was 5.0mm, and the neck to sac ratio was 5.0mm:7.0mm. The parent vessel size diameter proximal was 3.2mm and distally was 3.1mm. No information regarding the medical history, mrs, act, inr, pt, ptt, antiplatelet therapy. The occlusion rate after the procedure was also unknown. The devices utilized during the procedure, unspecified sheath introducer 7fr 25cm/medikit, unspecified guiding catheter 7fr 95cm(type mp)/medikit, chikai 14/asahi intecc, prowler select plus(catalogue and lot unknown), headway(type unknown)/terumo, hyperform(4mm/7mm)/covidien (B)(4), unspecified y-connector/terumo. No information regarding the implanted coils were provided. During the procedure, jailed technique and trans-cell technique were utilized. The complaint product was new and stored per labeling instruction that included advancing the microcatheter passed the aneurysm neck, and then removing the microcatheter to exposed the enterprise while maintaining position with the delivery wire. Also, there was no resistance, because it was only reported that the distal portion of the complaint vrd fell down into the aneurysm at the time of the deployment.. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available and procedural images are not available. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10293168. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the reported information it appears that procedural factors contributed to the inaccurate placement of the enterprise vrd. With review of the reported procedural information and review of the device history records there is no indication of any manufacturing or device performance issues related to the event; therefore, no corrective actions will be taken at this time.